Manufacturer narrative:
Findings: motor error alarmed during rewind due to out of phase motor encoder signal. Unable to confirm alarm due to motor error alarms. No alarms noted. Cracked reservoir tube lip, cracked battery tube threads, cracked reservoir window and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 221 mg/dl. The device was returned for analysis.